Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device # 2 of 2: reference MFR. Report: 162787-2016-03427. It was reported the patient was not receiving pain relief. In addition she was experiencing back issues and muscle spasms with the system turned on or off. The patient was receiving effective stimulation, however the effectiveness diminished at an undetermined time. The patient underwent surgical intervention on (B)(6) 2016 to explant the entire scs system.